Manufacturer narrative:
The event did not occur in the biomed department as previously reported. It is unknown where the event occurred. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an administration of oxayalaplatin, infusion was programmed for 2 hours and with resets to volume to be infused (vtbi) took 3.5 hours. The event happened in biomed service department on an unknown date and process step. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.